Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury in initial report section b5 was incompletely mentioned and the updated section b5 should be- the manufacturer was previously received information alleging of seeing particles in tubing/chamber and having cough, chest pain and difficulty breathing/short of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of unknown black contamination (dust like) and some very small hairs contamination in the air input of the blower box. The manufacturer also found evidence of slight black contamination, consistent with keratin, at the air outlet of the blower box. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown brown stains and black contaminants and some short black hairs inside of humidifier box. The manufacturer also found evidence of brown marks consistent with corrosion and some unknown black marks and white marks on the heater plate. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with small hairs, dust-like and keratin-like contamination, inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.